Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. During firmware upgrade, the pulse generator went into back-up. It was noted that the wand slipped out of place during the upgrade attempt. The patient was not uncomfortable to the event, but noted that they could feel the difference. Device was successfully restored. On (B)(6) 2017, firmware upgrade was attempted again and the device went into back-up for the second time. The device was restored to normal operation.

Manufacturer narrative:
Correction: (B)(4) - operating system version or upgrade problem, should have been reported.